Event description:
User facility voluntary medwatch received that stated: "baxter clinimix 2000ml IV bag was run at 855ml/hr x2 liters". Upon further query, the following info was provided that indicated an operator error in programming the pump, which resulted in the pt receiving more medication than intended. In 2009 at 2145, the pump was programmed to deliver clinimix 4.25/5% at a rate of 85ml/hr, a vtbi (volume to be infused) at 2000ml & the delivery was started. After approx 2 1/2 hrs, the pump alarmed & the nurse noted the solution bag was empty. At this time, the pt "appeared to be stable, lung fields clear & no additional edema noted." The physician was notified. The pump was removed from clinical service & the clinimix was discontinued. In the next day at approx 0130, the nurse noted the pt was flushed & diaphoretic. At this time, the pt's blood glucose level was 39mg/dl. The pt was treated with 35ml of 50% dextrose. At 0430, the nurse noted the pt's heart rate decreased to 40-50 beats per minute (bpm) from 80-90bpm. At 1100, the customer contact reported the pt had "new onset bradycardia & low blood sugar" & the pt complained of chest pain & leg cramps. An EKG (electrocardiogram) was ordered & lab work was drawn. The pt was transferred to the intensive care unit & was treated with unspecified concentrations of heparin, nitropaste & morphine sulfate. After an unspecified length of time, the pt was "hemodynamically stable." There were no reported adverse pt sequelae. Upon review of the device history at the user facility, the customer contact reported the device was programmed to deliver at a rate of 855ml/hr instead of the intended rate of 85/hr. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The customer contact indicated the event was the result of an operator error in programming the device. Attachment: user facility voluntary medwatch report was received on 04/22/2009. The report number was not provided. The device history was downloaded and printed at the mfg site. A review of the device history indicated that in 2009 at 1538, the settings on line a were cleared. At 1539, line a was programmed in ml/hr mode to deliver at a rate of 855ml/hr with a vtbi (volume to be infused) of 2000ml, for a duration of 2 hours and 20 minutes, and the delivery was started. At 1758, line a alarmed vtbi complete. Review of the history indicates the pump delivered as programmed. Additional info from the voluntary report: clinimix 4.25%/5% ppn from baxter. Dose or amount: 85. Frequency: ml/hr, route: IV. Dates of use - 2009. Diagnosis or reason for use - nutritional support. Lot# p225623. Expiration date - 8/2010.